Event description:
On (B)(6) 2022, during the implant procedure of the pacemaker reply vdr, s/n (B)(4) as a replacement with the previous lead solox from biotronik, no proper v pacing was observed and as a consequence the patient rate remained at 40 bpm. The connection of the lead solox was performed fully inserted in the connection block and the proper ratchet noise was heard. Just some intermittent pacing spike was observed in the surface ECG. The correct electrical parameters of lead solox were previously checked with the psa from biotronik. Finally the physician decided to implant a pacemaker from biotronik, model enitra 6 dr, working properly.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2022, during the implant procedure of the pacemaker reply v dr, s/n: (B)(6) as a replacement with the previous lead solox from biotronik, no proper v pacing was observed and as a consequence the patient rate remained at 40 bpm. The connection of the lead solox was performed fully inserted in the connection block and the proper ratchet noise was heard. Just some intermittent pacing spike was observed in the surface ECG. The correct electrical parameters of lead solox were previously checked with the psa from biotronik. Finally the physician decided to implant a pacemaker from biotronik, model enitra 6 dr, working properly.